Manufacturer narrative:
On june 17, 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, hair is observed on the paper lid of the thermoform. According to manufacturing investigation, mentor has established procedures to ensure environmental control is maintained. Environmental control is intended to reduce potential contaminants, particulate, and/or foreign matter that may affect the cosmetic appearance or structural integrity of a finished device. The manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each product is visually inspected during manufacturing to ensure the product meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/03/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that there was a hair found inside the sterile packaging of 375cc artoura breast tissue expander. The expander did not touch any patient and there was no patient involvement.